Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter returned one vial of test strips for investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: specified target range = 2.6-3.2 inr. Measurement results: qc 1 = 2.9 inr, qc 2 = 2.8 inr, qc 3 = 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. This event occurred in (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the stago method, resulting with a value of 2.0 inr. Within three hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 2.7 inr. On (B)(6) 2020, a sample from the patient was tested in the laboratory using the stago method, resulting with a value of 3.8 inr. Within three hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 5.0 inr. On (B)(6) 2020, a sample from the patient was tested in the laboratory using the stago method, resulting with a value of 3.8 inr. Within three hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 5.4 inr. The patient's therapeutic range is 2.5 - 3.5 inr.